Event description:
It was reported that the battery remaining in this device has decreased from 48% in january down to 6% at the last follow-up. An explant will be scheduled. There were no adverse patient effects.